Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had to implant an ac lens due to complication in removing the cataract. Incision was enlarged twice and while inserting the ac lens, the lens "flipped" and he implanted it "upside down". Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.